Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the unit was found to have noisy rpms requiring motor and swivel replacement; however, the repair was not completed because the customer declined the repair quote. The unit was returned without repair. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was sent in for preventative maintenance originally and found to be needing repaired. There was no patient involvement. During device evaluation, it was discovered that the noisy rpms. Due diligence is complete; there is no additional information available.